Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system, non-dehp continu-flo solution set was cut when a non-baxter roll clamp was added. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.